Event description:
Customer inquired about the safety notice on the scroll wrap feature on his insulin pump. The customer's blood glucose was 112 mg/dl. He requested to have his insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.